Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shocks due to undersensing of flutter waves. Programming changes were made, and the patient was treated pharmacologically.